Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the first time they had to deactivate their therapy was a month or so ago because they were in the hospital and everything worked fine. The patient said that since then they have had to meet with a manufacturer representative to get an adjustment on their therapy because it was not working. They realized they do not have any charging equipment for external equipment and never got the power adaptor. The agent sent a repair request.

Manufacturer narrative:
Continuation of d10: product ID th90q01 lot# serial# unknown implanted: explanted: product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they were dribbling. Additional information was received from the patient. The patient reported that the handset/communicator kit was not open when they received the device. They reported that they received the new plug in cables for charging but did not answer the question "did this resolve the issue?"

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.